Event description:
It was reported that the device was returned with no info. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and cracked nose cone. It was tested on the generator and the error code 3 was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.